Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of a single use soft tipped disposable injector (model r-imj-04). The event description provided is as follows "the plunger soft tip curled up in the loading bay when the lens was being pushed forward."

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Very limited information is available on the reported event. Rayner intraocular lenses limited contacted the (B)(4) distributor to obtain all salient details without success. The healthcare professional indicated within their discussion with a rayner representative that difficulty had been experienced with the r-inj-04 injector prior to this event. Additional lens loading training has been recommended. Without the ability to examine the device and without clear event details being provided, a failure mode and root cause cannot be ascertained.